Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The valve actuation test, system air leak test and mushroom head check passed. The load cell verification was out of tolerance due to main pressure pneumatic tubing being blown off the output nipple of the compressor. The main pressure pneumatic compressor tubing was reconnected and a simulated treatment was performed and completed without any unexpected alarms or problems occurring. An interior inspection showed signs of dried fluid within the cassette compartment. The cause of the observed dried fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
The peritoneal dialysis (pd) patient reported they experienced drain volume that was over 200% of their fill volume. The patient¿s cycler had alarmed for a pressure leak during drain 6 of 6. The patient was asymptomatic and did not experience an adverse event. The patient had a last drain volume of 3259 ml and their largest fill volume was 1353 ml. The reported large drain of 3259 ml was 241% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient¿s nurse reported the patient did not require any medical intervention. The cycler was replaced.